Event description:
Colgate is selling an 'ultra soft gum health' toothbrush with bristles that fall out immediately. One wedged in my gumline like a fish bone on first use. The reviews on target and walmart say the same thing. I'm concerned that the clear bristles and non-degrading nature of the nylon would make these a perforation nightmare if they were swallowed or inhaled. These need to be recalled. Purchased by walmart grocery online.